Event description:
It was reported that during the procedure, the left ventricular (lv) lead exhibited unacceptable high impedance values after placement. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.